Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with a 18 cal code were found in glucose log. Errors 015, 0204, 0300 and 0800 were found in error log. E4 errors with low battery/booklets icon were observed. Calibrations parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error message on their unlocked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.